Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). Programming changes were recommended but not yet implemented. There were no patient consequences.